Event description:
Asr revision.asr xl acetabular system - left.reason(s) for revision: pain.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Corrected: event/problem description. Examination of the reported devices was not possible as they were not returned. A review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason(s) for revision: pain alval/soft tissue reaction.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 21116. Reason for original complain. Asr revision. Asr xl acetabular system - left. Reason(s) for revision: pain & alval/soft tissue reaction - iliopsoas tendon area. Update : further reasons for revision and product (stem) added as per dpyous73 received 16 march 2012. Comment from surgeon : issue primarily related to the corail stem as the stem debonded from the ha coating on removal. Clinically all the signs were thigh pain more so than groin pain which was less severe. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.